Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: intestinal fluidoma left side breast.

Event description:
Patient reported left side " intestinal fluidoma". Device remains implanted.